Event description:
New information received noted that the ventricular lead exhibited high impedance.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated capture threshold. The lead was capped on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.